Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified: white particles on the outer and inner surfaces. Delamination of the diaphragm valve was observed with 75% partial delamination. A leak test was performed and found no leakage. A fill inspection was performed which identified no blockage. Microanalysis identified 75% partial deamination of the diaphragm valve assessed as cohesive failure. The reason for reoperation: "one breast was smaller than the other, although this time it was the right that was smaller". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported ¿one breast was smaller than the other, although this time it was the right that was smaller" and ¿partial delamination¿. Device has been explanted. This record is for the right side.